Manufacturer narrative:
Concomitant medical products: ddbc3d1 ICD implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that information received on the remote transmission, that was reviewed by qualified personnel, indicated that there was intermittent atrial lead undersensing and possible oversensing during an episode that occurred in (B)(6) 2017. The atrial lead remains in use. No patient complications have been reported as a result of this event.